Manufacturer narrative:
Product ID: neu_perc_extension, serial# unknown, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the unknown stylet found the wire bent near the tip.

Event description:
It was reported that a stylet had a bent tip and wouldn¿t insert into a lead. The lead would not accept the stylet and the stylet was getting caught up in the lead itself. The issue occurred during a procedure. The lead was not implanted and the device was replaced. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.